Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that (B)(6) 2026: the groton catheter was placed. (B)(6) 2026: the patient reported discomfort during dressing exchange; upon inspection of the catheter, it was confirmed that it had fractured, and it was immediately removed. No fragments remained in the body. The insertion site was the ulnar vein in the upper arm. The catheter fractured completely approximately 7 cm from the base. The patient underwent reinsertion of the PICC, but until then, an indwelling needle was used as a temporary measure. There was no impact on the patient¿s condition.